Manufacturer narrative:
Section b5: additional information. Device evaluation: evaluation of the replaced portion of the driveline confirmed outer jacket damage, however, a specific cause for the low speed events and pump stops captured in the log file could not be conclusively determined. Visual examination of the driveline revealed a tear to the outer jacket adjacent the distal end bend relief terminus, as well as fracture of the distal end bend relief approximately .25" from the controller connector. The underlying bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuity or shorts. Metal shielding breakdown was noted 1", 2.5" and 16.5" from controller connector. Examination of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. The events captured in the log file appear consistent with a potential driveline issue. Further alarms were reported following the repair, and the account reported the patient will be kept on an ungrounded patient cable going forward. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. Hm2 IFU doc#10006960 rev c. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on event.

Event description:
Additional information: patient had no pump stoppages yet on the ungrounded cable. On (B)(6)2019, manufacturer's technical services representative performed an external replacement with no success so the fracture is internal. The patient was doing well and the plan moving forward is to use the ungrounded cable. Patient was out on transplant list.

Manufacturer narrative:
Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had heard, over the 10 days prior to (B)(6) 2019, a humming noise coming from the pump intermittently at night when plugged in. When the patient arrived in the clinic, the healthcare provider (hcp) attached the patient to the screen and immediately heard the pump hum and the patient was showing no flows. The hcp was concerned for pump stoppages. The patient was placed on an ungrounded patient cable and the pump worked fine with normal flows. Review of the log file by the manufacturers technical services representative captured speed drops and pumps stoppages beginning on (B)(6) 2019. These occurred intermittently throughout the log file and all occurred while connected to the power module. This appeared to be a perc lead short to shield. On (B)(6) 2019: the plan of care for the patient was to be placed on an ungrounded patient cable. The manufacturers technical services representative noted minor shield separation in the attached image. It could not be confirmed that this would be the location of the perc lead short to shield via the x-rays. An ungrounded patient cable would be provided. On (B)(6) 2019. Technical services stated a hm2 distal end replacement was conducted. Pump alarms returned shortly following the replacement, indicating the short to shield is an internal issue. A gfe response on the same date from the hcp stated that the patient would remain on an ungrounded patient cable. Had not had any pump stoppages while on the ungrounded patient cable. The patient was stated to be doing ok and the plan moving forward was to use the ungrounded cable. The hcp at the center the replacement was conducted contacted the transplant facility the patient is listed to, hoping to bump the patient up on the transplant list.